Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the physician had been following this patient up for an expanding aaa without a visible endoleak. On the date of a CT, over 11 years later , the patient was brought to operating room for open exploration and ligation of lumbar arteries. When the aaa was opened, the physician saw blood permeating the graft material thought to be a type IV endoleak. This was treated with sutures and vascular glue. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.